Manufacturer narrative:
(B)(4).

Event description:
The international customer reported the ventilator went vent inop due to a data acquisition pcba adc failure. The customer reported the unit was in use on a patient and there was no patient harm. A vent inop condition during normal ventilation operation will result in a visual and audible alarm and precludes continued safe operation of the ventilator. The user must provide alternative ventilation and have the ventilator serviced. Evaluation and service of the device is pending.

Event description:
Customer reported receiving an error 1006 (da pcba adc failed). There was no patient or user involvement.

Manufacturer narrative:
Evaluation and service pending.